Event description:
Customer called to report a blood leak after 500ml processed. Customer stated it came from the "middle left pump" and blood spilled onto the pump deck. Prior to the leak, customer stated she received air detected alarms. Treatment was aborted. Pt stable. Customer cleaned the surface of the pump deck. Css recommended service. Customer stated after cleaning, the pumps rotated freely. Css recommended removing the pumps and cleaning the rotors and well prior to use. Cus will call back if she has any issues with subsequent procedures such as pressure test failures due to the leak. Css asked if she could return the kit for investigation and customer stated she had disposed of it in the biohazard trash.

Manufacturer narrative:
A review of lot c324 was conducted. There were no nonconformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for tubing leak; CAPA (B)(4)was already opened to investigate this type of events. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4).